Manufacturer narrative:
On 6/25/2019, biosense webster inc. Received additional information about the event. It was reported that the physician believed the adverse event was possibly caused by an rv quad catheter or perhaps the coronary sinus (cs) catheter; therefore, the adverse event will also be reported under a generic code for bwi cs catheter. The specific product information is not available. Despite the physician¿s belief that the issue might be related to rv quadipolar catheter placement, this event will be reported under all three bwi products, as all three were used during the case and there¿s no evidence to conclude the issue was not related to the ablation procedure performed with the thermocool® smart touch® sf bi-directional navigation catheter, rv quad catheter or the cs catheter. As such, biosense webster manufacturer's reference number (B)(4) has three reports related to the same event: (1) MFR # 2029046-2019-03350 for product code d134805 (thermocool® smart touch® sf bi-directional navigation catheter). (2) MFR # 2029046-2019-03349 for product code unk_c3 webster quadrapolar with auto ID - fixed (webster¿ electrophysiology catheter (rv quadripolar)). (3) MFR # 2029046-2019-03439 for product code unk_coronary sinus catheter (cs catheter).

Manufacturer narrative:
It was reported that a 55-year-old female patient (60kg) underwent a left-sided pathway ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter, a webster¿ electrophysiology catheter (rv quadripolar) and a coronary sinus (cs) catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, cardiac tamponade was discovered and confirmed by echo. Pericardiocentesis was performed to remove 275 ml of blood from the pericardium. The patient was reported in stable condition after pericardial drainage. The patient stayed overnight for observation purposes. Patient¿s outcome is fully recovered with no residual effects. On (B)(6) 2019, biosense webster inc. Received additional information about the event. It was reported that the physician believed the adverse event was possibly caused by an rv quad catheter or perhaps the coronary sinus (cs) catheter. As such, this event will be reported under all three bwi products, as all three were used during the case and there¿s no evidence to conclude the issue was not related to the ablation procedure performed with the thermocool® smart touch® sf bi-directional navigation catheter, rv quad catheter or the cs catheter. Device evaluation details for the returned thermocool® smart touch® sf bi-directional navigation catheter: the device evaluation has been completed. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. The force sensor was tested and it was working properly, the force values were observed within specifications. An electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, a deflection test was performed and it was found within specifications, the catheter was deflecting correctly. An irrigation test was performed and the catheter passed, however, during a second inspection the irrigation holes on the tip dome were not irrigating. For this condition, the manufacture team performed an investigation in order to find the root cause and the investigation results showed that this issue is not related to the manufacturing team since the catheter was dissected and foreign material was observed inside the dome; a fourier transform infrared spectroscopy test (ftir) was performed and the results showed that the foreign material was primarily composed of biological-based material, presumably human tissue, thus it was determined that the obstruction on the irrigation holes is not related to the manufacturing process. There was no evidence of such source of contamination in the manufacturing process. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The root cause of the adverse event remains unknown. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the biological material observed inside the irrigation holes cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the procedure. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the complaint device for evaluation on 6/19/2019. Initial visual analysis observed there was no visual damage or anomalies. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 30181713l number, and no internal actions related to the reported complaint were identified. Biosense webster manufacturer's reference number (B)(4) has two reports related to the same event: this MFR # for product code d134805 (thermocool® smart touch® sf bi-directional navigation catheter); MFR # 2029046-2019-03349 for product code unk_c3 webster quadrapolar with auto ID - fixed (webster¿ electrophysiology catheter (rv quadripolar)). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6) female patient ((B)(6)) underwent a left-sided pathway ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a webster¿ electrophysiology catheter (rv quadripolar) and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, cardiac tamponade was discovered and confirmed by echo. Pericardiocentesis was performed to remove 275 ml of blood from the pericardium. The patient was reported in stable condition after pericardial drainage. The patient stayed overnight for observation purposes. Patient¿s outcome is fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related, and probably occurred during the placement of the rv quadripolar catheter. Transseptal puncture was performed with a brk1 transseptal needle and a sl3 transseptal sheath. There was no evidence of steam pop during the ablation. The flow was set at 8ml/min for mapping and between 8-15ml/min during ablation. No error messages were observed on any bwi equipment. The visualization features used included graph, dashboard, vector and visitag. The parameters for stability used with the visitag were 3mm stability range for 3 seconds. 3g force minimum for 25% of the time. 3mm size tag. The additional filter used with visitag was surpoint. The color options used prospectively were surpoint and ablation index. Per the additional information received on 6/6/2019, the physician believed the adverse event possibly occurred during rv quadripolar catheter placement; therefore, the event will be reported under a generic bwi webster quadripolar catheter since specific product information has not been provided. Additional follow up has been sent to request the product information. Should any new information be obtained it will be assessed and processed accordingly. Despite the physician believed the issue might be related to rv quadipolar catheter placement, this event will be reported under both bwi products, as both were used during the case and there¿s no evidence to conclude the issue was not related to the ablation procedure performed with the thermocool® smart touch® sf bi-directional navigation catheter.